Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (back) while wearing the device between 49 and 71 hours. Patient reported the infusion site to have irritation and extreme itchiness, which had also affected their ability to sleep. The patient sought medical attention on (B)(6) 2026 via an online medical form for the local gp. They received a diagnosis of a skin infection and were prescribed flucloxacillin at an unspecified dose and frequency. The patient has since applied a new pod.